Event description:
Event was reported to caldera medical by an attorney. The patient has suffered chronic pelvic and vaginal pain, severe pain during intercourse, urinary and vaginal infections, urinary incontinence, retention, leakage, abnormal vaginal discharge with odor, and the need for additional surgery. No further information has been provided.